Event description:
User medwatch#(B)(4) received. The pt underwent a total right knee arthroplasty on (B)(6) 2012 with insertion of hemovac drain. On the following day (B)(6) 2012, during an attempt to remove the drain, the rn experienced difficulty and stopped removal. During rounds, the physician's assistant attempted removal of the drain and experienced difficulty and had concern tha a portion of the drain might be retained inside the pt's right knee. An x-ray of the right knee showed "segment of tubing in suprapatellar space". On (B)(6) 2012 the pt underwent an additional surgical procedure to remove the remaining fragment of the drain which was identified as approximately 6cm. On (B)(6) 2012 the pt's post-op condition was stable and there was no further impact to the pt.

Manufacturer narrative:
The sample is forthcoming. Once the sample is received and evaluated a MDR supplemental will be filed.